Event description:
End user reports the catheters "all had a film on them." End user described the "film on the catheters to look like condensation or like oil. He said they were all like that he received in varying amounts on each catheter." He knew that they shouldn't look this way as he was using these m14 catheters for years prior. "He said he used these defected catheters without problems, stating he placed lube on them prior to insertion and used them like he always did. He said he could see what looked like the oil residue in the toilet after he cathed. He said he recently did get diagnosed and treated for a uti and has swollen left testicle but he said he got this uti because he was washing and reusing these catheters and is not alleging the defect caused his recent uti. I advised him to not wash and re-use any intermittent catheters. He caths 12-14 x a day for many years. He had a spinal cord disease in 2001 that affected his bladder and he had retention. He had a sns implant but that was removed and now he just caths he said."

Manufacturer narrative:
Common device name: cure catheter® for men. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 3005471919.